Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not functioning. The following information was provided by the initial reporter: customer stated when she tries to screw these in, they turn and turn and won¿t screw in leaving her unable to inject her medication required.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not functioning. The following information was provided by the initial reporter: customer stated when she tries to screw these in, they turn and turn and won¿t screw in leaving her unable to inject her medication required.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 31-may-2022. H6: investigation summary: fourteen open 30g x 5mm safety pen needle samples were returned from lot. No. 1258353, cat. No.329605. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on all fourteen samples. Due to the condition the samples were returned no functionality test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd autoshield¿ duo pen needle was not functioning. The following information was provided by the initial reporter: customer stated when she tries to screw these in, they turn and turn and won¿t screw in leaving her unable to inject her medication required.